Event description:
It is reported that the device was implanted in 2004. The device was revised in 2008, due to loosening. During revision, the shell was removed without difficulty and an x-ray showed that the shell was completely vertical.

Manufacturer narrative:
Eval summary: the device was not returned for eval and no films were supplied. The initial position and fixation of the shell are unk. Possible causes of the lack of integration into the acetabulum and breakage of the screws could be related to (but not limited to) one or more of the following: initial shell instability, no press-fit between the shell and the acetabulum, debris between the shell and the bone, poor bone quality, and improper choice of shell size. However, the exact cause of the complaint cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.